Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
.

Event description:
The customer reported the device shut down while in use. No patient harm reported. No patient information was provided by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.